Event description:
Medtronic received info that this biopump was used on a long extracorporeal membrane oxygenation (ECMO) procedure. After day 16, the pump developed a clot, began to vibrate and ceased pumping. The pt expired while on ECMO from multiple organ failure. The biopump was returned for analysis.

Manufacturer narrative:
(B)(4). Analysis: upon receipt at medtronic's quality laboratory, visual inspection revealed a massive clot between the backplate and lower rotator. The bearing cartridge was off center of the magnet, and deformed. In addition, there was evidence of moisture ingress into the magnet area. Performance analysis could not be performed, as the unit was not considered functional. Review of the device history records did not reveal any abnormalities which would have contributed to this event. Conclusion: this unit stopped during the ECMO procedure due to damage induced by a massive clot between the backplate and lower rotator. The clot appeared to have caused high heat, which deformed the bearing cartridge off center from the magnet. In addition, due to the deformation in the shaft/cartridge area, moisture ingress into the magnet area was observed. The medtronic bio-pump should only be used for periods up to 6 hours per the instructions for use documentation. In conclusion, operational context contributed to this event.